Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study was reported following a glaucoma filtration device (gfd) implant procedure, the intra ocular pressure was elevated more than 10mmhg from baseline which was 18mmhg. The event was related to the device and severity was moderate. This leads to the surgical intervention of trabeculectomy. The patient issues were resolved and the intra ocular pressure decreased to 12mmhg and nice bleb elevation. The same patient developed blebitis and hypotony maculopathy (04mmhg) due to overfiltration. This leads to another surgical intervention of implanting a non-company glaucoma drainage device along with placement of tutoplast scleral patch graft and bleb revision. The intra ocular pressure decreased to 10mmhg after this surgical intervention and patient issues were resolved.